Event description:
It was reported "clinicians are opening the package and noticing that the connection piece is cracked and damaged". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned both the bronchial and tracheal swivel connectors and the y connector from unit 5-16041 et tube, sher-I-bronch, ls, 41 fr for investigation. The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance has been opened at the manufacturing site to further investigate swivel connectors breaking at the 15mm connector side.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "clinicians are opening the package and noticing that the connection piece is cracked and damaged". No patient injury or harm reported. Patient condition reported as "fine".